Event description:
It was reported that during the surgery, could not fire. Changed another one to continue the surgery, the same problem happened again. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
Pc-(B)(4). Date sent:(B)(6)2022. Batch # 639a19. Investigation summary photos along with the device was returned for evaluation. This is an analysis of six photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a device from the top view with no reload loaded and the firing trigger and closure trigger in the open position. The second photo shows a device from the channel area with no reload loaded and in the open position. The third photo shows a blue reload inside of a plastic bag and the sled can be seen partially advanced. The fourth photo shows a reload from the pan area and the sled can be seen partially advanced. The fifth photo shows a white reload inside of a plastic bag and it was noted partially fired 1/3. The six photo shows a white reload from the pan area with the sled advanced 1/3. Based on the photos the event described is confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was received for analysis with no apparent damaged and with an ecr60w reload(b) and an ecr60b reload(c). The reload(b) was received partially fired 1/4 and the reload (c) was received 1/16 fired. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. However, for returned reload(c), two staple on the proximal end were noted to be not properly formed, one leg of one staple was not formed on the test skin, and the other has unacceptable staple form. The staples do not create a fluid path. No conclusion could be reached on what caused the malformed staples. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.